Manufacturer narrative:
(B)(4). Events reported in mwr-2210968-2020-09778, 2210968-2020-09779, 2210968-2020-09780, 2210968-2020-09781. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a david¿s procedure on unknown date, and suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/4/2021 additional information: d4, d9, h4, b5: procedure date: (B)(6) 2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information has been requested and received. If the further details are received at a later date a supplemental medwatch will be sent. Suture material kept breaking. Often (but not always) when tying the knot. 3. Date of the procedure? (B)(6) 4. Were there any adverse patient consequences? No david¿s procedure is a long operation with lot of suturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to FDA: 1/4/2021 corrected data: h6.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/27/2021. H6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: a opened box and fifteen unopened samples of product code 8556g, lot # pgh523 were received for evaluation. During the visual inspection of unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.